Manufacturer narrative:
Updated fields: h3, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. The repair incoming inspection results confirmed a deformation at a contact part inside the video connector. Therefore, it is probable that the error code b30 event occurred due to poor contacts caused by the deformed contact part inside the video connector. Error code b30 refers to the error code displayed when a scope communication error occurs. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited scope communication error code b30. There were no reports of patient involvement.